Manufacturer narrative:
Serial numbers: (B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 of the reported events, the advanced breathing system was replaced to resolve the reported issue. For 1 event, it was recommended to inspect the tubing to the ventilator interface board and replace the sensor interface board and vent engine.

Event description:
This report summarizes <noe> 2 <noe> malfunction events. A review of the events indicated that model 1009-9012-000 anesthesia gas machine experienced increase in pressure. 1 event was reported for a malfunction causing an over delivery of pressure in the patient circuit, 1 event reported for a sustained pressure alarm notifying the user of sustained pressure in the patient circuit. These reports were received from various sources. Of the 2 events, 1 did not a involve patient, and 1 did involve a patient. There was no patient information available.